Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damaged occurred. The 90% stenosed target lesion was located in the severely tortuous and calcified distal left anterior descending artery (lad). The physician attempted to place 2.75x32mm taxus express2 drug eluting stent (des), but was unable to cross the lesion. In the process, the stent was deformed and the shaft kinked. The procedure was completed with a different device. No patient complications were reported with the patient's current condition listed as "good".